Manufacturer narrative:
(B)(6). Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. (B)(4).

Event description:
It was reported that ¿there was foreign body found on the device. The product was not used on the patient. " photograph depicting the reported complaint issue was provided by the complainant.

Manufacturer narrative:
Affiliation: (B)(4). Other; purchasing specialist a batch record review indicates no discrepancies. Machine logs have been checked and no discrepancies were found. Preventive maintenance (pm) logs have been checked and all pm's were completed. Uno drain fix 685 m was manufactured under system application processing (sap) code 1301278 and manufacturing lot number 6j00323. Lot # 6j00323 was sterilized and released on review of results of sterilization. All the results were within specification and the products were released. The production process, in process testing and packaging of products were run in accordance with process instructions for machine multivac. A visual inspection was performed in accordance with testing methods and completed at the beginning of the order and every hour following until the order was completed. This is the only complaint for the affected lot registered within the tracking system 8.7. A photograph has been received for this complaint and has been evaluated in accordance with work instructions. The photograph confirms the complaint issue. No sample has been received therefore it cannot be determined what the foreign body is. This issue will be monitored through the post market product monitoring review process.

Event description:
To date no additional patient or event details has been received.